Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. Block d4, h4: the complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h2: additional information: block b5, d8, and h10 block h6: problem code 2922 captures the reportable event of balloon protective sleeve detached. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Correction: block h10

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a procedure performed on an unknown date. According to the complainant, during the preparation, it was noted that the balloon protective sleeve was not visible under dimmed light. Reportedly, the new staff unnoticed that the protective sleeve deployed inside the patient bile duct. The protective sleeve was successfully retrieved. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. ***additional information received on (B)(6)2020*** the anatomy location was the bile duct, and the procedure was an endoscopic retrograde cholangiopancreatography (ercp). The procedure was completed with another hurricane rx dilatation balloon.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a procedure performed on an unknown date. According to the complainant, during the preparation, it was noted that the balloon protective sleeve was not visible under dimmed light. Reportedly, the protective sleeve deployed inside the bile duct of the patient. The protective sleeve was successfully retrieved. There were no patient complications reported as a result of this event.